Manufacturer narrative:
Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found no bolus records present for this period. Review of the patient history buffer (phb) data found that no bolus pulses were delivered during this period, indicating that no boluses were delivered during this period. No alerts or setting changes were observed in the cloud data that would indicate that the bolus calculator was disabled. Without the log files from the controller, it cannot be determined if an issue occurred that prevented opening of the bolus calculator and programming and delivery of any boluses. The exact cause of the reported event could not be determined. We are unable to determine the cause of bolus not being delivered. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.6. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had tried to give a bolus and it was not delivered. They tried multiple pods with the personal diabetes manager (pdm), did a hard reset, and power cycle of the pdm and were still not able to deliver a bolus. The patient switched to using a backup method of insulin delivery at the time of the report due to not being able to successfully deliver a bolus.